Event description:
It was reported that the patient experienced a surgical procedure to replace an artificial urinary sphincter (aus) cuff due to trouble in cycling the device. There were no patient complications reported in relation to this event.